Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record review is not performed as the event has been identified as a level ii complaint. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). The product was returned and lab analysis was performed. The product analysis shows that the inner pouch sealing is damaged. The reported event is confirmed. Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner packaging of powder of the product was unsealed. The powder fell out the package and the quantity of the powder was not "enough" to start the mixing process. A backup product was used to complete the surgery. There was no patient involvement.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record could not been reviewed as the lot number was not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the inner packaging of powder of the product was unsealed. The powder fell out the package and the quantity of the powder was not enought to start the mixing process. A backup product was used to complete the surgery. There was no patient involvement